Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, and concerns against the device. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: no observed openings in the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ wear abrasion observed in the surface of the device. ¿ white calcification observed in the device. ¿ deformation observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, and concerns against the device. Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h6.